Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 11/14/2014 with the following findings: the battery compartment was cracked from the top to the case seal along the left side to the grip pad. The battery cap with the pump was unable to tighten to the battery compartment due to the cracked battery compartment. Additionally, some portion at the top of the battery compartment thread was missing. The returned cap was able to be secured to a test pump. Unrelated to the battery compartment damage, the display was found to have a pink contrast.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the battery compartment was cracked and the battery cap threads were stripped. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.